Manufacturer narrative:
H6. Evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. Based on review of service history and information provided by the customer we are unable to determine cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the oxygen well is not working. The event occurred at (B)(6) hospital. There was no patient involvement and no patient harm/adverse event reported. The device will not be returning to ICU medical for repair. This product will be repaired either at helmier service center or would be repaired in the field in india.

Manufacturer narrative:
H3: other: device is not being returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.